Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 have been updated based on the additional information received on june 30, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. Additional information received on june 30, 2025. The stent did not fully expand, resulting in deployment at an incorrect position when the handle was actuated. No visible damage was observed on the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 have been updated based on the additional information received on june 30, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Block h11: an electrocautery enhanced delivery system was returned for analysis. The axios stent was not returned. Visual inspection found that the inner sheath was kinked. No other problems were noted with the device. Product analysis did not confirm the reported event of stent first flange failure to expand and stent positioning issue a as the axios stent was not returned for analysis. The investigation concluded that the additional observed damages were most likely due to procedural factors such as lesion characteristics, device handling, or the technique used by the physician. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. ***additional information received on june 30, 2025*** the stent did not fully expand, resulting in deployment at an incorrect position when the handle was actuated. No visible damage was observed on the device.